Manufacturer narrative:
H10: after further investigation it was no longer a reportable event with philips. : reportability changed to not reportable based on information currently available. The customer reported that a "speaker malfunction" inop was displayed on the intellivue mp50 patient monitor. It was confirmed that sound was still coming from the device. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mp50 patient monitor. No information was provided if sound was still coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.